Manufacturer narrative:
Concomitant medical products continued: lxch1616115 stent implanted: (B)(6) 2008; iexch181855 stent implanted: (b)(6 2008); ilxch1818115 stent implanted: (B)(6) 2008; bfxch2615135 stent implanted: (B)(6) 2008.

Event description:
It was reported that the device triggered end of service (eos) after a charge time out. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.